Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant was not returned as it remains within the pt. The attachment tether that holds the implant intact with the delivery pusher is white opaque and exhibits characteristics of stretching. The delivery pusher is kinked at the distal end. The remainder of the device is normal in appearance. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile force of the attachment monofilament. We cannot determine if the catheter used with this device contributed as it was not available for eval. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.

Event description:
This complaint was reported to us as a premature detachment with minimal incident info on (B)(6) 2014. We inquired for add'l info. On (B)(6) 2014, the following incident info was provided by the distribution. It was reported that during the treatment of an aneurysm, the coil prematurely detached in an unintended location. The coil remains partially with the aneurysm. No attempt was made to retrieve the coil. No harm was reported.